Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. Unit was successfully uploaded to carelink. Unit passed self-test. Unit was received with all the buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. No frozen screen noted. Pump communicated and paired properly with mobile app on ios 26.3.1 iphone 12. No alerts/anomalies/alarm noted during test. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. No damage was noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. Unit was received with the following cosmetic damages: cracked case-corner of belt clip rails, battery tube threads - cracked, missing display window/cover, stained keypad overlay, cracked case (battery tube), scratched case, and pillowing keypad overlay. In conclusion, customer allegations were not confirmed. No frozen screen was noted during testing and the pump successfully paired with the mobile app. However, unit was received with original battery cap missing battery cap contacts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged stuck on searching screen and pairing issues with mobile and pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer called back after resting pump for 2 hours and replacing battery. Frozen display continued. The customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884l was requested and customer response was the device will be returned.